Event description:
A hospital in (B)(6) reported that the iw930 cosycot infant warmer's power fail alarm does not work. A service has been requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw930 infant warmer is awaiting assessment and repair at the fisher & paykel healthcare us regional office. A follow up report will be provided upon conclusion of our evaluation.